Event description:
Reference importer # (B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual device involved in the event has not been returned for evaluation at this time and the investigation is on going. A follow up report will be provided after the device is available and the evaluation results are available.